Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported the patient¿s device is no longer working. She just moved and she doesn¿t have a managing doctor for the device yet. No further complications were reported or are anticipated.